Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the device manufacturing, the molding process includes inspections to ensure that the ribs component of the insert are straight, the pins are inserted into the holes and aligned according to the markings or guides on the mold. Further inspection procedures are in place to verify that the units are free from curvature and appear straight and to ensure that the inserts fit securely.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. An engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review

Event description:
As reported, during use in patient, this evergrip86 insert did not hold and fell off inside the patient. The insert was removed and replaced. As per customer opinion, this can be dangerous if it occurs directly while clamping the aorta as this can cause severe damage to the aorta and may require replacement. No further information was available. There was no allegation of patient injury.